Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) assessed the pressure transducer function by dropping the oxygen (o2) pressure below 30 pounds per square inch (psi) and observing the message appear which was to be expected and within specification. The pst then slowly increased the pressure until the message cleared. The low o2 pressure message was not observed and the system functioned as expected. Upon reassembly, the o2 pressure message was observed. The transducer output was expected to be between 0.5 volts (v) at zero pressure and 4.5 v maximum. The transducer output can be measured between pins two and four of the transducer connector. Both blended air and o2 gases were set to 50psi. The o2 pressure transducer output was approximately 0.6 v and an output of 2.6 v was observed from the blended air transducer at the same pressure. It was determined that the pressure transducer was intermittently faulty. The service repair technician (srt) could not duplicate the reported complaint since the unit was not able to get beyond the o2 analyzer calibration. The pressure transducer was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per data log review: on (B)(6) 2021 the gas system was successfully calibrated at 07:48:05 am. Everything looked good until 11:13:30 am when the gas system reported an 'o2 pressure low' (31 pounds per square inch (psi)). Most likely the o2 was 20 psi lower than the air supply pressure causing the low pressure alarm. Both air and o2 pressures should be approximately the same. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed an 'oxygen (o2) supply pressure low' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2021, the team experienced a 'low oxygen (o2) supply pressure' alarm while on cpb. It was noted that the biomedical technician confirmed that their plant facilities had lowered the o2 pressure at that time. There was no change out of the device, no delay, and no blood loss, and the procedure was completed successfully.